Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally it was found that the hand piece no longer meets the specifications for phase margin. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to a laparoscopic high anterior resection, an error tone was heard intermittently. The test-tip was used which did not show there to be a handpiece problem but when the disposable was reconnected the error tone sounded again. The theatre staff then changed to a different handpiece and the problem was resolved. No pt consequence reported.